Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg due to migration as confirmed in the xray. The patient underwent a revision procedure wherein the ipg was repositioned and lead extensions were added. The patient was doing well postoperatively.